Event description:
Prior to a surgical procedure the needle was deployed and primed. The catheter was passed through the endoscope and would not deploy. A replacement catheter was used and it worked properly. There was a delay in administering the anesthetic injection in a timely manner. Pt was released in a stable condition.

Manufacturer narrative:
The user facility reportedly has the sample device and will be contacted to see if they will be sending the sample to kimberly-clark/ballard medical products for evaluation.